Event description:
It was reported that a novum iq large volume pump had the issue of ¿engine stall monitor¿ (system error 20602). The process step was not specified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. A review of the event history log (ehl) identified system error 20602 (monitor motor stall). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The pump mechanism is the component failure, and the pump mechanism will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.